Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that the patient coded with recurrent ventricular tachycardia (vt). During this time, the impella came out of the left ventricle. Attempts to recross the aortic valve were unsuccessful and resulted in a kinked cannula. The pump was explanted and exchanged.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the positioning issue most likely was use related since during the code the impella was accidentally pulled out of the left ventricle (lv), unsuccessful attempted to recross the atrioventricular (av) buckled and kinked the cannula. The cause of the vf/vt/af/at was unable to be determined due to insufficient clinical details.